Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. [Mw5082240 (B)(4)].

Event description:
It was reported via medwatch that, "pt had a peripheral IV with guidewire inserted via ultrasound by ir nurse. Next day, foud hub only under dressing part of IV broke and was in patient's vein. Patient taken to surgery and foreign object removed. Radiologist found that by squeezing puple balloon on device, it can break it. He used a different device but same lot number. All devices disposed of."